Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and several inappropriate electric shocks due to supraventricular tachycardia (svt). It was noted the two shocks accelerated the rhythm of the patient into the vf zone, and the last shock was delivered and converted the rhythm. Technical services discussed programming options and adjust medication. No additional adverse patient effects were reported. The crt-d remains in service.